Manufacturer narrative:
Date of event is an unknown date in 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported complaint. It was reported that on (B)(6) 2018, a revision surgery was done involving a depuy synthes zero natural device due to pain and risk that unknown screws would back-up into patient's esophagus. Device was originally implanted into the patient's neck on (B)(6) 2018. Cervical neck procedure done involved discs 2-3 and 3-4. The surgeon advised that unknown screws or pins that were used were inserted into the plate and locked into place. When the patient went for a follow-up appointment on an unknown date (2 months post-operatively), x-ray revealed that screws were backed out and failed to click in properly which resulted in an unknown emergency surgery. The surgeon¿s report documented hardware malfunction and claims that she never heard of screws backing out before. Patient was taken off blood thinners prior to the emergency procedure. The patient was not informed to resume blood thinners post-operatively which resulted in having circulation problems in the legs, blood clots, and may need amputations. It is unknown if there was surgical delay. Patient is in constant pain with attached cervical stimulator and neck brace. Concomitant devices: zero-p natural plate size 7 with assembly tool (part: 04.617.707s, lot: h663029, quantity: 1) this report is for a 3.0mm ti cervical spine locking screw 16mm. This is report 2 of 2 for (B)(4).